Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was damaged. Through follow up, the customer account provided additional information confirming the iol was fully inserted, the optic was cracked, there was incision enlargement and one suture was used. It was also reported that there was no serious patient injury, no vitrectomy, and the same procedure was completed successfully using a backup iol with the same model and diopter size. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/26/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a zip lock bag. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the product is damaged on the posterior side near the optic edge, scratches, no other anomalies were found. Therefore, the complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.